Event description:
It was reported by service report that the right top rail was broken producing a sharp edge on the rail. There was patient involvement; however, it was unknown if there were any adverse consequences.